Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil). During the procedure, the physician successfully placed three smart coils and another coil in the target location using a non-penumbra microcatheter. When attempting to advance another smart coil, the physician encountered resistance and the smart coil would not advance within its introducer sheath. Therefore, the smart coil was not used in the procedure. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 35.0 cm, 45.0 cm, 66.0 cm, 83.0cm, 112.0 cm and 137.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock and the friction lock was wrinkled. The mid-joint was measured and was within specification. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly and was undamaged. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock and the friction lock was wrinkled. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the mid-joint of the pusher assembly. If the mid-joint is moved past the friction lock, resistance may be encountered while advancing the smart coil through the sheath. If the introducer sheath is repeatedly manipulated against resistance, the friction lock will likely become wrinkled. Further evaluation revealed bends along the length of the pusher assembly. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.